Manufacturer narrative:
It was reported that, after tha had been performed on (B)(6) 2015, the patient experienced loosening of the stem. A revision surgery was performed on (B)(6) 2015. The polarstem stem std. Ti/ha 01 ((B)(6)) intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted, and the reported failure mode could not independently be confirmed. The batch number of this device was not communicated and a review of the batch record could not be conducted. A complaint history review was performed. The IFU (lit. No. 12.23 ed 05/16) lists the reported issue as a known possible side effect resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the limited information provided, a thorough medical assessment could not be performed. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: it was reported that, after tha had been performed on (B)(6) 2015, the patient experienced loosening of the stem. A revision surgery was performed on (B)(6) 2015. The polarstem stem std. Ti/ha 01 (75100462) intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted, and the reported failure mode could not independently be confirmed. The batch number of this device was not communicated and a review of the batch record could not be conducted. Furthermore a batch related complaint history review could not be performed. A complaint history review was performed using the post market data of the device family. The current complaint is in line with the conclusion of this data. The instructions for use lists the reported issue as a known possible side effect resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the limited information provided, a thorough medical assessment could not be performed. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Additional information: b7, d4, d10, h4 corrected data: e2, g2, h6 (health effect - clinical code and medical device problem code).

Manufacturer narrative:
Section h10: it was reported that, after tha had been performed on (B)(6) 2015, the patient experienced loosening of the stem. A revision surgery was performed on 28-jul-2015. The polarstem stem std. Ti/ha 01 (75100462) intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted, and the reported failure mode could not independently be confirmed. A review of the batch record, revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. A review of the complaint history revealed no additional complaint for the batch in question. Review of past corrective actions was performed. No further escalation is required. The IFU (lit. No. 12.23 ed 05/16) lists the reported issue as a known possible side effect resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the limited information provided, a thorough medical assessment could not be performed. Based on the performed investigation, the reported failure mode cannot be confirmed. A relationship between the reported event and the device cannot be confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received. Internal complaint reference number: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, after tha had been performed on (B)(6) 2015, the patient experienced loosening of the stem. A revision surgery was performed on (B)(6) 2015. The polarstem stem std. Ti/ha 01 (75100462) intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted, and the reported failure mode could not independently be confirmed. The batch number of this device was not communicated and a review of the batch record could not be conducted. Furthermore a batch related complaint history review could not be performed. A complaint history review was performed using the post market data of the device family. The failure mode, severity and occurrence stated in the corresponding risk file are adequate. The IFU lists the reported issue as a known possible side effect resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the limited information provided, a thorough medical assessment could not be performed. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Internal reference number: case-(B)(4).

Event description:
It was reported that, after tha had been performed on (B)(6) 2015, the patient experienced loosening of the stem. A revision surgery was performed on (B)(6) 2015 where polarstem stem std ti/ha 01 non-cem. Oxinium fem hd 12/14 22 mm +0, polarcup shell 43 cemented and polarcup xlpe insert 43/22 non-cem were explanted. Patients current health status is unknown. This information was provided by the (B)(6) supplier feedback; therefore, further information is not available.